Event description:
No additional information.

Manufacturer narrative:
One sample of infusion set 2426-0500 was submitted with an unidentified bd secondary infusion set. Visual examination was conducted and no damages or abnormalities were identified. The samples were primed, connected and inspected for air-in-line, occlusion, or leakage. There were no issues identified when priming the samples. A simulated infusion with water was conducted at a rate of 125 ml/hr for 1 hour. No issues were identified during the simulated infusion. The customer complaint of leakage could not be replicated. A root cause for the reported issue was not determined because the failure was not replicated. A device history record review for model 2426-0500 lot number 24093009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite infusion set was loose. The following information was received by the initial reporter with the following verbatim: it was reported by customer that acyclovir was administered via primary and secondary tubing. When the rn went to check on the patient, the drug had dripped all over the bed. Nurse clamped the tubing to inspect it. Found that the IV tubing entry to the connector port was loose, allowing fluid to drip out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.